Event description:
Pt admitted with inf. Left total knee. Pt had bil. Total knee arthoplasties in 1997 for severe osteoarthritis. Pt developed inf. In 1999 and 2000, required removal of prosthesis antibiotic spacer and IV antibiotic for 6 weeks. Pt underwent 2nd lt total knee arthroplasty in 2000. Pt then developed dvt 5 mos later and was found to have inf. Again. Pt underwent debridement exchange of polyethylene compoments and IV antibiotic. On 08/2001 at office visit noted lt knee swelling with blister formation, positive cultures for staph aureus. In 2002, pt underwent removal of components debridement, antibiotic spacer and IV antibiotic. Intra-operative per surgeon noted around the femoral component areas of bone had become involved in the inf. And bone had been lost around the prosthesis. It was felt that further attempts of debridement and IV antibiotic would not eradicate inf. Also there was fear of pt becoming bacteremic with pt history of prosthetic heart valve. A week later, pt underwent lt above knee amputation.